Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level ranging from 220-600 mg/dl cause was unknown. Bg was addressed via a correction bolus, and manual injections. Tandem technical support made multiple attempts to follow up with the customer, however, no response received.